Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarm occurred. Supply changes was performed resolving the occlusion. Customer¿s blood glucose level was 300 mg/dl.